Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.\

Event description:
It was reported the device had no telemetry and no output. The device was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the device had no telemetry and no output. The device was replaced. No patient complications were reported as a result of this event. The device was removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4)testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.